Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. During surgery, the device fired bent clips. There were no adverse patient consequences reported. No additional information was available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/19/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.